Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported via phone call, that the customer's insulin pump received a motor communication error alarm. Customer's blood glucose level at the time was unknown. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.